Event description:
The reporter stated the surgeon implanted an micl 12.6mm implantable collamer lens on (B)(6)2010 in the pt right eye. The pt experienced blurry inter and near vision. Pt has history of keratoconus. Lens was removed on (B)(6)2010, due to over-refraction. Incision was not enlarged and no sutures were required. Another same model different power lens was implanted. Reporter stated there is no product allegation. This incident was surgeon's error. Pt's last visit, bcva was 20/20 and doing great.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (B)(4) no product allegation against the product, (B)(4): eval results: a lens work order search was performed, and no similar complaints were found within the same work order. (B)(4).